Event description:
Reportedly, the or supervisor had an allergic reaction to the smell from the laparotomy sheet. Person was taken to the ER and given ephedrine, benadryl, and cortisone. Two days later, the or supervisor and another nurse developed a rash from a gown with a similar odor. Other facility users did not have a reaction to these products.